Manufacturer narrative:
An in-vivo fractured lead was reported to abbott. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The report of lead revised due to ¿lead was distorted¿ was confirmed. Analysis of the returned lead found the lead body was severely twisted in a manner consistent with ¿twiddling¿. The ¿twiddling¿ is consistent with a condition caused by the patient¿s action in manually changing the position of the ipg or the ipg flipping in the pocket. Visual inspection also found all lead wires fractured. The DHR review found the lead had been manufactured and tested according to current manufacturing specifications and no issues related to the complaint were found.

Event description:
Related manufacturer reference number 1627487-2022-05611. It was reported that during an ipg replacement on (B)(6) 2023 (related manufacturer reference number 1627487-2022-0561), it was noticed that the lead was fractured. As a result, the entire system was explanted to address the issue.